Manufacturer narrative:
Pentax video colonoscope model ec38-i10cf2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. UDI# is not applicable because the device is not marketed in us. Evaluation summary: it was caused due to the leak around the led lens.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. Spot in the image. Led cover glass leaky, no external damage visible. Isolation test failed.